Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that one year and five months post port placement in the right chest via right internal jugular vein, the device access hub was allegedly dislodged. It was further reported that the patient experienced fungemia and bacteremia of a septic joint. Reportedly, the port was removed and antibiotics was prescribed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI duo attached to a catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluation were performed on the returned device. A complete circumferential break was noted to the distal end of the catheter attached. However, striations were noted throughout. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported material protrusion issue, as one of the two port septa(left) was partially dislodged and upon infusing the port, leak was noted from the partially dislodged septum. Further, during functional evaluation mandrel test was performed by inserting a mandrel through both port stem lumens and noting the mark on each lumen. The right port septa passed the mandrel test as the black mark was fully inserted into the lumen. The left port septa failed the mandrel test as the black mark was not fully inserted into the lumen. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that one year and five months post port placement in the right chest via right internal jugular vein, the device access hub was allegedly dislodged. It was further reported that the patient experienced fungemia and bacteremia of a septic joint. Reportedly, the port was removed and antibiotics was prescribed. The current status of the patient is unknown.